Event description:
A customer observed negatively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. There was no allegation of pt harm and pt results were not reported during this event. (B)(4).

Manufacturer narrative:
Investigation into this event was unable to conclusively determine root cause. Inconsistent reagent pack handing combined with larger than expected variation in lab ambient temperature may have contributed to this event. Acceptable performance was obtained following emphasis on consistent reagent pack handling. Eval of instrument data loggers has concluded that the vitros 5,1 fs system was operating as expected.